Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the co2 tank interface due to leaking line from missing compression seal. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that the insufflation tank valve connection was leaking. Troubleshooting first focused on the filter or ring washer, with the caller suspecting it was worn out. Further investigation identified a broken or missing washer seal on the insufflation-hose yoke, and replacement of that component was determined necessary. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred prior to start with no patient involvement. A backup insufflator was used and the procedure was completed as planned.

Manufacturer narrative:
The co2 tank interface has been returned and evaluated by the failure analysis (fa) team. During failure analysis, the reported "insufflation tank valve connection is leaking¿ was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto the known good in-house system and system was able to power on with no issues. During testing, the c02 tank interface was leaking. From these findings, failure analysis could not determine the root cause of the issue. The unit will be scrapped.

Event description:
Refer to h11 for follow-up information.